Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 151 ohms, and had an ongoing shock impedance issue since (B)(6) 2017. Technical services (ts) discussed possible lead calcification, as there were no sudden jumps in measurements observed in lead trends. The field representative was on the way to the hospital for device evaluation at the time of report. Additional information received reported that the implantable cardioverter defibrillator (ICD) was explanted and right ventricular (rv) lead was surgically abandoned and replaced with a dual chamber device and vdd lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.